Event description:
The sheath broke inside of the pt. The sheath became caught in the fascial stitch and broke. The surgeon reopened the pt and removed all of the pieces.

Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation. It was reported that the sheath was caught in a fascial stitch during wound closure by the surgeon. Surgical technique created this event. A review of the reported lot history found no other complaints. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.